Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced sustained hyperglycemia with a peak blood glucose of 340 mg/dl lasting approximately four to five hours while using the ilet system. The user performed an infusion site change and a full supply change and followed correction guidance, after which glucose levels began to decline. No device alarms were reported other than high glucose alerts, and no hardware malfunction was identified. No symptoms were reported. There was no need for outside assistance and no medical intervention or hospitalization occurred. The investigation included a review of reported glucose data, user-reported troubleshooting steps, and coaching on potential causes and corrective actions. The investigation revealed no confirmed device or component malfunction, and glucose levels trended downward to 288 mg/dl following supply changes and continued algorithmic corrections, consistent with hyperglycemia of unclear cause. Based on previously established findings for similar reports, the cause was concluded to be inconclusive. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.